Event description:
It was reported that this implantable pacemaker exhibited noise and oversensing due to electromagnetic interference (emi). Additionally, signal artifact monitoring (sam) episodes were inappropriately recorded which led to the minute ventilation (mv) feature to be disabled. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.